Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -12.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault and the problem was not resolved. The cause of the event is reported as unknown. See MFR file# 718342 for replacement lens.

Manufacturer narrative:
B5-correction: initial lens was implanted on (B)(6) 2020. The exchange occurred on (B)(6) 2020. Claim# (B)(4).